Event description:
It was reported that the foley catheter balloon was not holding the instillation of the sterile water. The foleys inadvertently came out of the patient. The second time around, the cnl tested the balloon and noted it leaking. This happened twice for this patient - requiring the patient to receive a total of 3 foleys. They had the defective product and to send back. It was noted that the given lot# was nghy3201.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used lubri-sil all silicone foley catheter. Visual inspection of the sample noted 1 two-way foley catheter with balloon rupture (measuring 0.4730"). The labeling was reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding the instillation of the sterile water. The foleys inadvertently came out of the patient. The second time around, the cnl tested the balloon and noted it leaking. This happened twice for this patient - requiring the patient to receive a total of 3 foleys. They had the defective product and to send back. It was noted that the given lot# nghy3201.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding the instillation of the sterile water. The foleys inadvertently came out of the patient. The second time around, the cnl tested the balloon and noted it leaking. This happened twice for this patient - requiring the patient to receive a total of 3 foleys. They had the defective product and to send back. It was noted that the given lot# was nghy3201.